Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the helix on both pacing leads were exposed when removed from packaging and would not retract fully, causing the lead to get stuck during placement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing leads placement difficulty was encountered. The pacing leads remain in use. No patient complications have been reported as a result of this event.